Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The medical adhesive was noted to be separated at the proximal end of the spring electrode and the proximal spring was stretched at this point. The helix was fully retracted; no sign of damage or defect. The lead passed all other testing. The clinical observation was not able to be confirmed.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc). The lead was determined to have dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects. The lead is not expected to be returned for analysis.